Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the cutter didn't function normal during posterior vitrectomy surgery. Additional information: the cutter was aspirating, but not cutting from the start. No impact to the patient, only delay in opening another pack

Manufacturer narrative:
Evaluation completed. One opened bl5423w pack label from lot v5446 was returned. The cutter was still taped to the inside of the priming cup with the tip protector in place, as it should be. There was fluid in the lines of the collection cassette assembly. The vitrectomy cutter needle was not bent. The port window was in the opened position. There was no evidence of dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and performed as intended.